Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to recharge the ipg due to significant weight loss. The patient was receiving stimulation prior to surgical intervention. In addition, the patient requested an ipg replacement to have access to burst therapy. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Therapy was resumed postoperatively and issue has been resolved.